Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump missing segments. Customer blood glucose at the time of incident unknown. Troubleshoot was performed. Customer stated the screen does not show the values that was selected . Insulin pump will not be returning for analysis